Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported error c-34. The unit was placed on an in-house system and was run in normal mode to reproduce the error.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the integrated electrosurgical unit (iesu/erbe) had error c-34. Prior to calling technical support, the customer restarted the iesu several times and the issue continued. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if there were any devices that could produce electromagnetic interference and the customer stated that they were using valleylab but could be disconnected. An isi tse advised the customer to turn off the valleylab but the issue remained. The tse guided the customer to restart the iesu, but the error returned. The customer confirmed that the iesu was connected to a dedicated ac power outlet. The surgeon continued with a third party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-sep-2022: the system did not show any errors once powered on. The customer was using the iesu energy during part of the procedure. The customer was able to finish the surgery with the third party generator.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error c-34 on the erbe related to the reported complaint. A procedure review confirmed the procedure was performed on the reported event date on (B)(6) 2022 on system sk2127. This complaint is being reported due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party erbe. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.